Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence. The rep reported that the end of life (eol) battery was removed from the patient and a new battery was attached. The rep stated there were impedances across all electrodes. The lead was removed. Sterile water was used to clean the end of the lead, then it was dried with a sterile gauze. They re-inserted into the battery impedance check done again. Impedance were across all four electrodes. The area testing cable was properly grounded and attached to an external neurostimulator (ens), which was used to test manually each individual electrode. The patient felt stimulation under 1.0 on electrodes zero, one, and two. On electrode three the patient felt stimulation at a setting of 1.5. The physician was concerned about the device sterility in the package program, a new battery was opened. It was attached properly to the lead and an impedance check was done and it was green across all four electrodes. The physician asked for the previous battery to be sent in for analysis and for an analysis letter to be sent to the rep. The cause of the impedances was not known. The rep stated that they had possession of the device and it would be returned.